Manufacturer narrative:
One opened broken phacoemulsification (phaco) tip, without a wrench, in a tray was received for the report of phaco tip broke in patient eye. Phaco tip was broken in two pieces at cone to cannula transition area. Breakage is very jagged. Both pieces were the wall is thin, there are cracks on cannula. A hole in the metal below cone to cannula transition area was observed. Wall thickness is uneven. Thin walls observed on both broken parts of phaco tip. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The attached was reviewed by the manufacturing site. Photo show one broken phaco tip and one bent phaco tip. Reported issue confirmed from photo. The complaint evaluation confirms the phaco tip is broken. The reason for breakage is due to a uneven wall thickness creating a weak region at the thinner section. The uneven wall thickness is a known potential risk with the phaco tip from the milling process. Manufacturing controls are already in place to minimize the creation of this defect, an investigation has been initiated and is currently in progress, to further investigate the broken phaco tip. All phaco tips are 100% visually inspected by trained operators using 30x magnification throughout the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that phacoemulsification (phaco) tip broke in patient eye. Additional information requested and received that the irrigation suddenly decreased in phaco mode, then the tip was removed from the patient¿s eye and discovered that the phaco tip was broken in half just above the hub and contained in the sleeve. The event occurred during the sculpt mode of cataract [with intraocular lens (iol) implant] surgery. The surgery was completed on same day by replacing the new phaco tip. Patient was contacted with product but there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).